Manufacturer narrative:
An event regarding abnormal ion levels (metal in blood) involving an accolade stem was reported. The event was not confirmed. Method & results: -device evaluation and results: the device was not returned for analysis. -medical records received and evaluation: insufficient information was received for review with a clinical consultant. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined, because insufficient information was received. Further information such as return of device, pathology report, operative reports, x-rays, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
It was reported that patient had bilateral accolade hips implanted a few years ago. Patient states they are experiencing issues with her hips and recent tests revealed patient has metal in her blood. This event pertains to the patient's left hip.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device remains implanted.

Event description:
It was reported that patient had bilateral accolade hips implanted a few years ago. Patient states they are experiencing issues with her hips and recent tests revealed patient has metal in her blood. This event pertains to the patient's left hip.